Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, device reset to backup vvi mode was observed. MRI exposure was reported. The patient reported feeling his heart race and passing out momentarily during the MRI. It was noted that, the device was successfully reprogrammed.